Manufacturer narrative:
Investigation included review of remote data and user troubleshooting. Investigation of this case revealed that the alerts ceased after supply changes and user education on occlusion troubleshooting was provided. It was concluded that the event was consistent with an infusion set occlusion that resolved with supply replacement and user guidance.

Event description:
It was reported that the user experienced three occlusion alerts overnight while using the insulin infusion set on an ilet system, with each alert resolving only after changing the infusion set and with no visible kinks reported. Symptoms included no reported hypoglycemia or hyperglycemia and no physical complaints. Outcomes included no medical intervention and no hospitalization.